Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer received with failed battery test alarm. The blood glucose was unknown at the time of the incident. Customer's mother declined further troubleshooting for the failed battery test. The insulin pump will not be returned for analysis.